Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, inflammation, and infection, extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. The patient went to a diabetic walk-in clinic and the reaction was treated with a prescription of an oral antibiotic, flucloxacillin. The patient was in good condition at the time of report. No additional event or patient information is available.